Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified on the angiogram after inserting the arterial sheath. After multiple attempts to wire the vessel, the physician retracted sheath to try and gain access into the true lumen, but the sheath came out of the access site. The site was closed, and the physician placed a prolene suture and re-accessed. Upon sheath insertion, the physician elected to convert the procedure to carotid endarterectomy (cea) to address the dissection. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.